Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had pneumothorax during the implant procedure. Pneumothorax was treated with chest tube for 48 hours. Event was resolved and the patient left the hospital in good condition.